Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: ove. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot: part: 04.617.814.02s, lot: 9070839, manufacturing site: (B)(4), release to warehouse date: 04.august 2014, expiry date: 01.july 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during insertion the screw became cross threaded and was necessary to open more sterile screws. The item was discarded. This report is 1 of 1 for (B)(4).